Event description:
A patient reported experiencing inaccurate erratic results with patient's one touch ultra meter. Patient's blood glucose reading were 173, 194, and 230 mg/dl. Tests were done less than 10 minutes apart. Patient did not experience any adverse events. No further information has been reported.